Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Problem of needle detachment. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that capio device was used during a vaginal hysterectomy, bilateral salpingectomy, right sacrospinous ligament fixation, anterior and posterior repair, cystoscopy, enterocele repair. According to the complainant, after throwing the suture through the tissue, the needle detached. The needle was located through x-ray inside the patient. No further steps were taken to retrieve the needle. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.